Event description:
It was reported that a user experienced an early ¿sensor error¿ message after starting a new libre 3 plus sensor, with instruction to check again later, and was informed that glucose readings would not be available until the sensor¿s initialization period completed while insulin delivery would continue using entered blood glucose values. Symptoms included no adverse clinical effects reported. Outcomes included no impact requiring medical intervention or hospitalization. Investigation included troubleshooting and education regarding expected sensor warm-up behavior and signal availability. Investigation of this case revealed that the event was consistent with normal initialization behavior and signal unavailability during the early sensor period. It was concluded that the device functioned as designed and that no device malfunction occurred.